Manufacturer narrative:
A review of the manufacturing and inspection records for this lot number was conducted, and no deviations or non-conformances were recorded. There was no contact information provided to request the sample return for this complaint. Without the sample to review, this complaint could not be confirmed. Since the alleged complaint could not be confirmed, a root cause and corrective action could not be established. If additional information or the sample is received at a future date, this complaint may be reopened for further evaluation at that time.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Report received via medwatch ¿nurse was changing the dressing using adhesive remover, and began to remove the dressing from the statlock and midline catheter snapped in half. She was not using force, midline catheter broke at the hub but there was still exposed catheter from the insertion site. Pressure held at the insertion site and remaining catheter removed. Patient without signs and symptoms of sob, chest pain, tachycardia, diaphoresis, apprehension, cyanosis. Midline catheter retrieved by nurse for further investigation of potential product integrity/possible recall. Midline catheter inserted on (B)(6) 2024 and broke on (B) (6) 2024. Patient¿s IV therapy was zosyn every 8 hours.¿